Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation-clinical engineer. PMA/510(k)- k130280. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Do not use this product for a period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance. It is likely that if the blood property is changed for some reason, a surface-active substance may be generated in blood, and this may disrupt the relation between the surface tension of blood and the gas pressure, which is balanced in the micropores of the fiber. Such a condition may lead to plasma leak; increasing pressure in the oxygenator module due to some factors, such as clotting, may cause the pressure applied from the blood channel to the gas channel to get increased. This may increase force to push the blood corpuscle components out into the gas channel, resulting in a plasma leak. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 9681834-2021-00044. (B)(4).

Event description:
The user facility reported that the capiox device was used during a normal avr procedure. While the procedure was being prolonged due to repeated clamping/declamping, a plasma leak occurred. The first oxygenator was changed out to continue the procedure. Though the procedure was completed, the second oxygenator also showed a plasma leak issue. The patient was not harmed. The procedure outcome was not reported.